Event description:
A malfunction code ¿malf 12¿ was reported. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions to reset the pump, assisted the customer in resetting it, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue recurs.